Event description:
It was reported the customer had a blank display after replacing their battery. Customer also reported a failed battery test on their insulin pump. Troubleshooting was able to retrieve the customer's display by inserting a new battery. It was also found the customer's insulin pump passed a self test during troubleshooting. A failed battery test also did not return after troubleshooting occurred. Customer will be sent a replacement battery cap. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.